Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on (B)(4) 2011: were there no staples present after the firing? There were no staples visible after the firing; surgeon claimed that there were no staples in the reload at all. Were there any patient consequences due to the event? No patient consequences reported other that they had to manual suture the lung after the staples were not placed and the lung was manually resected.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a segmental lung resection procedure, the stapler was fired with original reload, and held closed while manual resection took place with a scalpel. After the device was opened, it became apparent that the device had not fired. The surgeon did not notice anything beforehand that may have indicated a product fault and cannot give an explanation for the situation. As a result of the difficulties encountered with this device, the procedure was prolonged 15 minutes. It is unknown how the procedure was completed. There were no adverse consequences for the patient.